Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 2.5 for mechanical circulatory support. It was reported that the device exhibited low flow and was unable to go past p7 on support due to suction. It is unknown how this issue was resolved. Additionally, the patient experienced ventricular tachycardia, the resolution for this issue is unknown. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Instructions for use: impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ e4 should have been left blank on the initial manufacturer device report number 1220648-2024-24084 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2024-24084. G2 foreign was erroneously selected on the initial manufacturer device report number 1220648-2024-24084. H10 instructions for use were inadvertently omitted from manufacturer device report number 1220648-2024-24084.

Manufacturer narrative:
Access site bleeding: the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Renal failure: the root cause of the renal failure was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Low pump flow: the clinical states that the rp was unable to go past p7 on support due to suction and due to the femoral placement, the inlet was located in the distal ivc and unable to offload the rv. The data logs show that there is suction throughout the case and a trend in the ps and flow. There are no positioning alarms seen. Based on the clinical details and data logs, the root cause of the low pump flow is most likely due to the improper positioning as the inlet was located in the distal ivc and was unable to offload the rv. Vt/vf: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.